Event description:
Customer called in regarding mis-labeled pouches of handpieces. Product is purchased 5 handpieces per case. Customer noticed the case label for lot 611018 of the atec 0912-20 handpieces did not match the pouch labels. Some pouches were labeled as 0909-20.